Event description:
The customer states that a patient diagnosed with sickle cell anemia did not generate an rrbc flag when a sample was processed using a cell-dyn 4000 analyzer. The lab states that this patient was tested repeatedly on different days as an inpatient. On days 1 and 2, rrbc flagging was generated as expected. On day 3, no flagging occurred. The wbc result was elevated 45.0 k/ul with varlym flag. The wbc result was reported out of the lab. The lab immediately corrected the wbc result by running the sample in cbc r-mode with a wbc of 13.4 k/ul performed using another instrument. No inappropriate treatment or delay in treatment occurred due to this issue.

Manufacturer narrative:
(B)(4). Other (B)(4) maintenance performed on wbc pathway in accordance to manufacturer's recommendations. Investigation summary: on (B)(6) 2009, a customer from (B)(6) in (B)(6) reported receiving falsely elevated white blood count (wbc) on sickle-cell patient with no rstrbc flagging on cell-dyn 4000 analyzer. The smear review showed 50% sickled rbc cells. The data showed rstrbc and varlym flags were displayed for (B)(4) and (B)(4) ran on (B)(6) 2009 and (B)(6) 2009, respectively. All wbc parameters were invalidated. (B)(4) , ran on (B)(6) 2009 was tested in cbc+retic mode (higher lytic strength) and produced a valid wbc result of 31.2 with invalidated lyme and varl parameters and a varlym flag. No rstrbc flag generated. Next data is (B)(4), ran in cbc mode on (B)(6) 2009 generated a wbc result of 45.0 with high %le of 78.6 with varlym flag, but no rstrbc flag. The sample was repeated on another instrument (different platform) which generated a valid wbc count of 13.4 with wbc, band, nrbc/rrbc, dflt (nlmeb), and rbc morph flags. On (B)(6) 2009, the customer technical advocate advised the customer to flush the wbc pathways (dilution, staging and delivery) and then repeat testing of the samples from (B)(6) 2009 and (B)(6) 2009. After performing troubleshooting and retesting, the customer called back and reported that the results were getting rstrbc flags, as expected. A corrected wbc result of approximately 10,000 was reported. No inappropriate treatment was given or no delay in treatment occurred. The data for moving average program and wbc sealed batches showed all batches were in. Flushing the wbc pathway resolved the issue. As part of the investigation in the issue, the data submitted by the customer was reviewed . The submitted specimen runs showed the system missed flagging the resistant rbcs due to the nature of the abnormal specimen sample (sickle cell patient). The event is addressed in labeling: a review of the cell-dyn 4000 system operator's manual, l/n 01h25-01, revision m, pages 3-45 and 7-13, provides information in regards to interfering substances and conditions and provides instructions in regards to rinsing the wbc pathway. Based on the investigation, a product deficiency or malfunction was not found for the cell-dyn 4000, list number 01h03-01. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.